Event description:
Healthcare professional reported "rupture and textured recall". Health professional later reported "a 5mm enhancing mass in seen within 1 cm of the implant", "there are multiple prominent enlarged left axilla level 1 and 2 lymph nodes¿, ¿prominent internal mammary chain lymph nodes¿, "silicone lymphadenopathy¿ and ¿numerous likely cysts in the liver¿ deemed not device related via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿ silicone lymphadenopathy¿, "there are multiple prominent enlarged left axilla level 1 and 2 lymph nodes¿, rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: cyst: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as fold flow opening. Observed a missing piece of shell assessed as inconclusive. Migration: unable to observe as it is not related to the manufacturing process. Anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and textured recall". Health professional later reported "a 5mm enhancing mass in seen within 1 cm of the implant", "there are multiple prominent enlarged left axilla level 1 and 2 lymph nodes¿, ¿prominent internal mammary chain lymph nodes¿, "silicone lymphadenopathy¿ and ¿numerous likely cysts in the liver¿ deemed not device related via MRI. This record is for the left side. Device was explanted.